Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited post-sensed t wave oversensing. The oversensing was noted on the stored auto mode switch episodes. The patient was asymptomatic. No intervention was performed at this time.